Manufacturer narrative:
Narrative from the physician that treated the patient: patient medical conditions: rosacea. Fitzpatrick skin type: IV. Reason for treatment: rosacea. Area of treatment: face. Side effects after treatment: mild erythema during treatment, resolved by end of treatment. Pt stated on (B)(6) 2019 that she was concerned about a recent "breakout" and enlarged pores. She stated that she read online that laser genesis can melt fat in the skin. Reassurance was given that genesis does not cause enlarged pores and her rosacea would not be noticeably improved with only one treatment. Pt admitted she had also added a number of different skin products since the first laser genesis appointment including (B)(6). Pt was advised to discontinue all of these extra products. Pt was reassured and she returned on (B)(6) 2019 for her second genesis treatment. Current condition of the patient's skin: most recent photos showed slight improvement in skin texture. No worsening of pore size or rosacea symptoms. Describe medical care for the side effects: her side effects are generalized anxiety after reading anti- genesis propaganda online, so multiple appointments were spent reassuring patient that genesis does not cause fat loss or enlarged pores. It was offered to her to refer her to boston skin/laser center or to a local plastic surgeon for a second opinion and to refund the balance of her package if she did not want to continue. Pt declined both of these offers. Error codes or device performance issues during treatment: none. Device operator: physician (md).

Event description:
This report is in response to MDR report (mw5089118) that was submitted through the FDA's medwatch program by the patient that received the laser genesis 1064 nm laser procedure. The patient contacted cutera on (B)(6) 2019 to report "fat loss" and "enlarged pores" after 2 laser genesis treatments to the face on (B)(6) 2019 and (B)(6) 2019. Cutera contacted the treating physician to follow up on the patient's report. The treating physician reported that there is "no worsening of pore size or rosacea symptoms". "Fat loss" and "enlarged pores" are not known or expected side effects of the 1064 nm laser genesis procedure. There is not a device performance complaint, malfunction or failure associated with the alleged clinical complaint.